Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported after the intraocular lens implantation into the patient's eye, the surgeon noticed a crack in the implanted lens. Additional information was received and patient details updated.

Manufacturer narrative:
A video was provided that was taken through the eye piece of a microscope. The lens was visible, but mostly obscured by reflected light. A mark is observed but we are unable to determine from the video if this is part of the lens. Associated products were not provided. It is unknown if qualified products were used. A root cause could not be determined based on our observation of the attached video. It is difficult to make a final determination without evaluation of the physical sample. Associated products were not provided. It is unknown if qualified products were used. Company foldable iols are qualified for use with an companyqualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).